Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon reported the umbilical port trocar seal tore upon insertion of the camera. Another trocar was pulled to complete the case. The trocar was included in a cholecystectomy tray. There was no consequence to the patient.